Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the dissector and trocar balloons appeared to be intact. The lock collar, obturator, insufflation bulb and inflation syringe were received. Pmv performed functional testing which noted that the trocar balloon was inflated; no leaks detected. The dissector balloon could not be inflated, the seal was disengaged. The hole was covered and the balloon inflated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic inguinal herniorrhaphy. The balloon did not inflate. To complete the procedure, the surgeon used another one. No known impact, consequence, or harm to patient.